Manufacturer narrative:
(B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a pump failure as failure code 500:xxx . However, this condition could not be duplicated and repair was not needed. Although a root cause could not be determined, this event is suspected to have been related to use/user error. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 500:320:844:0000, which interrupted patient therapy in the facility's special procedures room. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.